Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient was hospitalization. Patient was admitted to hospital on (B)(6) 2024. Length of hospitalization was 2 days. The blood glucose level was 487mg/dl. Feeling sick/unwell symptoms were reported at time of hospitalization. Patient was treated with intravenous insulin. No further information available.